Manufacturer narrative:
Currently, it is unk whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge.

Event description:
Customer called stated that she had tried four reservoirs and everytime she pulled out the plunger the o rings would crumble up. Customer was assisted in trying to fill up a new reservoir from another box and she was able to fill reservoir successfully.